Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is unable to be returned.

Event description:
It was reported by the company representative that he had a broken carol gerard screw (62-32440). No adverse consequences were reported. If further information is received, it will be evaluated and submitted on a supplemental report, if necessary.